Event description:
Additional information was received that indicated that the physician's office was unsure what happened to the serial cable adaptor or where it was. It was said that it may have been thrown away, but the office was unable to confirm. The office said they would contact the manufacturer of they determine what happened to it or if they find it. The office reported they have not had any further issues with their programming system since the serial cord adaptor was replaced.

Event description:
It was initially reported that the serial cable to the physician's handheld was causing issues. For the serial cord to functioning correctly it had to be held a certain way. If it was slightly bend to was hanging off the table the physician would receive a communication error but was fine if the serial cable was laying flat. Good faith attempts for product return have been unsuccessful to date.